Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The caller reported that the leakage occurred with several cartridges from the same box. The patient experienced elevated blood glucose levels. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.